Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 133 mg/dl. The customer reverted to an alternate pump and manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified due to damaged usb pins.